Event description:
It was reported that a 2.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug-eluting stent was implanted at aha#13 during an index procedure. On the same day the pt was reported to have suffered a cva/stroke. The physician regarded the event as a serious adverse event that occurred peri-operatively. It was reported that the pt complained of numbness of lips and an uncomfortable feeling of the right knee, immediately after stent deployment, which exacerbated gradually. The physician commented there was no relationship between the event and the endeavor sprint device or the drug,but it was related to the procedure. Pt's symptoms include dysarthria, sensory impairment and a mild paralysis of right arm or leg.

Manufacturer narrative:
(B)(4). Eval, results and conclusion: pt's co-morbidities. Stroke.